Manufacturer narrative:
Additional information: mean and mode used. Estimated based on the information reviewed. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, hypotony and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, hypotony and elevated are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article titled ¿mid-term evaluation of istent inject® trabecular micro-bypass stent implantation with or without phacoemulsification: a retrospective study¿. Reportedly, there was one (1) case of hyphema associated with elevated iop, which resolved in the first postoperative week after treatment with ocular hypotensive drops in the isolated group. Through follow-up, the author noted that the reported hyphema was sequelae to hypotony at end of surgery. Any omitted information was not available at the time of this report. Please see the attached article for further details.